Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately two years post initial tka, patient had a revision due to prosthesis wear. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of prosthesis wear and/or inclusion of the polyethylene component in the packaging recall. Additionally, a contributing factor to the wear may have been result of being packaged in a non-conforming vacuum bag for more than five years. However, the prosthesis wear cannot be confirmed as the devices were not available for evaluation and no additional clinical information was provided. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.